Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequent urinary tract infection, erosion, vaginal bleeding. It was reported that the patient underwent removal of mesh on (B)(6) 2005 by dr. (B)(6) at (B)(6) surgery.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy, left salpingo-oophorectomy and abdominal sacral colpopexy. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.